Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization. A blood glucose level was not provided. No additional information was provided.